Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection revealed the hinge/fork section broken from the quickset tprd hex scdr u-joint. Broken piece was returned for evaluation, however some subcomponents were not (three washers and one pin). No other anomaly was identified on the device surface. Broken condition can be attributed to the fatigue consistent with repeated misuse while using the swivel beyond the range of motion. Properly handling and attention to the approved use of the device diminishes the risk of failure. As a crack propagation can lead to a breakage condition, the reported event can be confirmed. As for the missing components, without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr u-joint would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that swivel head cracked off screwdriver handle.